Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (270 mg/dl). Reportedly, elevated bg's are due to the customer recently eating a meal. Customer declined troubleshooting with tandem technical support, and stated a correction bolus will be delivered to stabilize blood glucose levels.